Manufacturer narrative:
Stryker determined that the cause of the reported issue was due to a disconnected red energy capacitor wire. The device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device would not deliver defibrillation energy.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device would not deliver defibrillation energy.

Manufacturer narrative:
The customer received a replacement device. Stryker performed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.